Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. During the call, patient's smart device was displaying readings and working properly. Dexcom representative advised patient's father to reset bluetooth, g5 application, and smart device. No additional patient or event information is available.